Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient also experienced pocket pain. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred past few years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21240868/5025792.